Manufacturer narrative:
The device has not been returned to the service center for evaluation. Therefore, the exact cause of the reported event cannot be determined. Upon receipt of the device, an evaluation will be performed and a supplemental report will be submitted.

Event description:
The service center received a report that a mh-969, lot number unknown, sparked and snapped in half during a procedure. It was reported that a physician was using the mh-969 with a generator when the physician stepped on a pedal to activate the device and the mh-969 originally did not work. Unexpectedly, after a short period of time, the mh-969 sparked and snapped in half. The physician replaced the mh-969 and the generator and completed the unspecified procedure after a delay in the intended procedure to replace the equipment. It was reported there was no patient death or injury.